Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tube there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: there was "coagulated plasma after centrifugation."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tube there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: there was "coagulated plasma after centrifugation."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 02-mar-2022. H.6. Investigation: bd received samples and photos for investigation. One photo was provided showing a tube upside down with completely clotted plasma. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. 10 returned samples were analyzed for heparin content; 2 out of 10 were found to be below specification. 10 retained samples from the same lot number were, analyzed for heparin content; all were found to be within specification. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode fibrin, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
Investigation summary: bd received 1 photograph from the customer in support of this complaint. The photograph was evaluated and the customer's indicated failure mode of coagulated plasma was observed as the photo reveals a used tube in an upside down position with completely clotted serum. Additionally, 10 retained samples from the bd inventory of the same lot number, were therefore, analyzed for heparin content; all were found to be within specification, functional testing was performed on retention samples from the indicated lot, together with a DHR review, and did not confirm the reported defects, however, the complaint is confirmed based on the photograph provided. Bd was able to confirm the customer¿s indicated failure mode with the photograph provided. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tube there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: there was "coagulated plasma after centrifugation."